Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure for the new device, the left ventricular lead was cut during the device pocket opening and the insulation was damaged. The lead was capped and replaced. No patient complications have been reported as a result of this event.